Manufacturer narrative:
The device was returned to olympus for inspection and a reportable malfunction was found. Based on the results of the investigation, the most probable cause of the forceps elevator foreign material was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodeno videoscope exhibited foreign material on the forceps elevator. There was no patient involvement.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide information to section h4.